Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a cartridge with the suture torn inside a sample bag. It could not be determined what may have caused this condition. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any firing issues. Upon functional testing of the device, it was examined and was found to be functional. The device was then reloaded with a test cartridge, cycled, fired, and properly formed the knot. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Event description:
It was reported that during a lap nissen procedure, on the 7th firing upon deployment of the knot there was a loud "pop" and the knot did not deploy. The same suture was used to complete the procedure. No adverse consequences reported.